Manufacturer narrative:
The patient underwent mesh implantation in order to treat mixed urinary incontinence. It was reported that following insertion of the mesh, the patient experienced pain, extrusion, urinary problems, recurrence, vaginal scarring and other. It was reported that patient underwent excision of exposed mesh on (B)(6) 2009 due to exposed suburethral mesh. It was reported that patient underwent removal of eroded/infected vaginal mesh on (B)(6) 2012 due to eroded, infected vaginal mesh . (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06212. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06212. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent mesh removal on (B)(6) 2009. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that the patient underwent cystoscopy, periurethral injection of durasphere and transurethral injection of contigen on (B)(6) 2010 due to recurrent incontinence. It was also reported that the patient underwent removal of infected vaginal mesh on (B)(6) 2012 due to eroded infected vaginal mesh. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent mesh removal, placement of penrose drain, cystoscopy, and urethral lysis on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4).